Event description:
A customer contacted baxter to report that they found a worm inside the cassette. There was no patient involvement. No patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). One unused set was received in original packaging reference to particulate matter. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The set was visually inspected and noted one loose particle (dead bug) on the inside of the overwrap. No other visual defects or particulate matter was noted inside the overwrap. The complaint was confirmed in the lab for particulate matter, but a cause was undetermined.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. A follow-up report will be filed should additional information become available.